Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging oral-squamous cell carcinoma cancer. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging oral-squamous cell carcinoma cancer. At this time, no medical intervention has been reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected evidence of sound abatement foam degradation/breakdown was not observed in this device. Product investigation laboratory powered on device and was able to retrieve care orchestrator data folder and the error log. Product investigation laboratory initiated therapy and the device rebooted a few times then showed a service required message and continued to beep an alarm. After much troubleshooting the pca (printed circuit assembly), product investigation laboratory eventually ran a run-in procedure for the device to relearn the blower motor and this fixed the issue. During testing of the issue, 32 (software) errors were logged. During the evaluation secondary findings are 0 errors logged from customer usage. Product investigation laboratory was not able to get care orchestrator information from device. Slight dust-like contamination at the air outlet port. Dust-like contamination and hairs/fibers at the air inlet. Bluetooth trace antenna on the pca had potential corrosion on it. Unknown residue on the inside of the blower box lid. Blower motor had dust-like contamination on it, in it, and on the blower seal. Dust-like contamination and hairs/fibers inside the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers in the bottom enclosure. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box d: device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box e: reporting institution name has updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.